Manufacturer narrative:
This report is being submitted to provide the initial report and the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a conflicting results with binaxnow covid-19 ag card performed on with an unknown sample. He consumer stated that a positive result shows up but then after 15 minutes the positive line will disappear (indicating a negative result). It was not reported if confirmation testing was performed. No additional patient information, including treatment and outcome, was provided.